Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d314trg ICD implanted: 2013-(B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) epicardial lead had high thresholds. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.